Event description:
It was reported that a user experienced intermittent connectivity issues between the ilet bionic pancreas and a freestyle libre 3+ sensor, including a pairing failure that later resolved after the sensor entered warm-up and the pump and sensor reconnected. The user experienced a blood glucose peak of 347 mg/dl with no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. User support included communication and interviews, along with analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.